Event description:
It was reported that there was possible premature battery depletion. It was also reported that the lead had low impedance. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found.